Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was partially explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing rising threshold, diminished sensing, and t-wave oversensing (twos). A micro-dislodgement of the rv lead was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.